Manufacturer narrative:
Changed to: h.10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman d/l catheters products that are cleared in the us. The pro code for the hickman d/l catheters products is identified in d2. H.10. For the reported event, lot number was provided, and lot history review was performed. Only one device was returned out of the 3 malfunctions for evaluation. The investigation confirmed for that break and burst. A definite root cause could not be determined. The device is labeled for single use. H10: b5; g4 h11: h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600600ce chronic catheter allegedly experience a break and a burst container/vessel. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the hickman d/l catheters products that are cleared in the us. The pro code for the hickman d/l catheters products is identified. For the reported event, lot number was provided, and lot history review. Only one device is being returned out of the 3 malfunctions for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes three malfunction. A review of the reported information indicated that model 0600600ce chronic catheter allegedly experience a break. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.